Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image was flickering due to a faulty cable unit. The device evaluation found that the image was purple due to a faulty cable unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the video telescope endoeye hd ii had a noisy image. The issue was found during reprocessing, the intended procedure was completed with a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image was purple due to a faulty cable unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.